Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reports over the weekend leg became swollen. Pt states they checked the pt for blood clot yesterday and did not detect anything wrong. Pt stated they had the device placed for circulation and this is related to device not being on pt states. Pt states they were in the hospital back in november and not sure if shut off for EKG and meanwhile cannot find controller. Pt states they are not sure whether their device is on or not. Pt not sure how long they have had the problem with the unit not working. Pt stated they never really felt stim unless their leg was a certain way. Troubleshooting was unable to be performed as pt does not have equipment as the controller is lost to check status of ins. The patient was redirected to their healthcare provider to further address the issue. Pss provided hcp listings for patient to call before getting patient to sunmed as not sure on ins working due to longevity. Additional information received from the patient on 2023-jan-11. It was reported pt called back repeating ins was implanted for circulation and not for pain. Pt was in the hospital in november and took the programmer with in case they need to do EKG or something and pt would need the programmer to turn stim off because when ins is on, EKG goes crazy and pt shuts ins off. Pt said when they called yesterday they could not find the programmer. Now pt found it. Pt thinks their battery was dead because they increased to 3. Usually pt goes to maybe 1.50 at the most. Usually pt does not feel stim unless they put their leg in a certain way but their leg has been swelling up and pt was sure that's where it was from. Had pt use the programmer on the call. Pt was in group b at 1.65v. There was no icon of low ins battery. Ins was on. Pt said when they increased to 3 they could not feel it and when they tried a different gr oup it did not stay on that group. Reviewed pt needs to press sync when changing a group. Pt went to group a on the call and said they started to feel stim. Troubleshooting resolved the reported issue.

Event description:
A response was received from patient regarding their complaint of swollen leg. Patient reports clarifying them being in the hospital was un related to their device/therapy. Patient state there were no factors that they could remember to have caused their leg to swell or not to feel stim unless their leg was repositioned. Patient also states as they met with their physician who thought their issue could be a vascular problem, patient never thought of their problem being related to their device until after physician's diagnosis. Furthermore, physician thought patient's leads maybe failing and patient might need device replacement. Patient is not sure as of yet till they meet with their neuro surgeon.

Manufacturer narrative:
Continuation of d10: product ID: 3587a, serial# (B)(6), implanted: (B)(6) 1999, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.